Event description:
It was reported to philips that the device had a high blower temperature error. The device was reported as being in use at the time of the event on a patient. There was no patient or user harm reported.

Manufacturer narrative:
The customer evaluated the device with assistance from a philips remote service engineer (rse), and it was determined that the blower assembly needed to be replaced to return the device to working condition. The customer¿s bio-med replaced the blower assembly to resolve the issue and bring the device back to functionality. Operational testing was conducted, and the device passed all required testing. Following the repair, the device was placed back into service.

Manufacturer narrative:
The patient's therapy was started on another ventilator, no delay of therapy, or patient harm reported. The complaint part was disposed of by the customer, so no root cause at a component level can be determined.